Manufacturer narrative:
Patient codes (B)(4); no code available: patient issues. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent repair incisional hernia with mesh. The patient experienced surgical revision, infection, wound vacs.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, seroma, granuloma, chronic abdominal wound, and abscess. Post-operative patient treatment included revision surgery, wound vac, abdominal wall debridement with excision of skin/fat/mesh, reconstruction of wall, repair of hernia with mesh, component separation, removal of mesh, incision and drainage of seroma, and excision of granuloma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, seroma, recurrence, granuloma, chronic abdominal wound, and abscess. Post-operative patient treatment included revision surgery, wound vac, abdominal wall debridement with excision of skin/fat/mesh, reconstruction of wall, repair of hernia with mesh, component separation, removal of mesh, incision and drainage of seroma, and excision of granuloma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, seroma, recurrence, granuloma, chronic abdominal wound, inflammation, subcutaneous fluid collection and abscess. Post-operative patient treatment included revision surgery, wound vac, abdominal wall debridement with excision of skin/fat/mesh, reconstruction of wall, repair of hernia with mesh, component separation, removal of mesh, incision and drainage of seroma, and excision of granuloma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, seroma, recurrence, granuloma, chronic abdominal wound, inflammation, subcutaneous fluid collection, purulent drainage, abdominal pain, confusion, bulge, adhesions, and abscess. Post-operative patient treatment included revision surgery, wound vac, abdominal wall debridement with excision of skin/fat/mesh, reconstruction of wall, repair of hernia with mesh, component separation, removal of mesh, incision and drainage of seroma, lysis of adhesions, antibiotic administration and excision of granuloma. Relevant tests/laboratory data: (B)(6) 2011: pathology- tan-white hemorrhagic mesh, (B)(6) 2012: pathology- multiple tan-pink irregular soft tissue fragments and mesh with dense fibroconnective tissue adherent to mesh. On (B)(6) 2012: op note- CT scan revealed inflammation in the area of the previous surgery. On (B)(6) 2015: op note- CT showing a recurrence of her incisional hernia as well as a subcutaneous fluid collection consistent with suture abscess.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.